Event description:
Follow-up identified stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4). 1627487-07262012-002-r and 1627487-05242011-002-r . This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would not communicate with the programmer and the charger. Subsequently, the patient underwent surgical intervention to explant and replace the ipg.